Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd nexiva single port with maxzero, 20g x 1.0" the tubing separated. There was no report of patient impact. The following information was provided by the initial reporter: tubing fell out during procedure

Event description:
It was reported while using bd nexiva single port with maxzero, 20g x 1.0" the tubing separated. There was no report of patient impact. The following information was provided by the initial reporter: tubing fell out during procedure.

Manufacturer narrative:
H6: investigation summary since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch.